Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The surgeon revised a triathlon tritanium baseplate and cs insert into a cemented baseplate and cs insert. The patient was exhibiting pain and swelling since implantation approximately a year ago and was believed it may have been due to loosening of the baseplate. When the surgeon revised it, the baseplate was well fixed but decided to revise anyway. This was the left knee of a bilateral patient.

Manufacturer narrative:
An event regarding revision due to triathlon baseplate size/fit issue involving a triathlon insert was reported. Conclusion: based on the information provided, the tibial baseplate were revised due to size/fit issue. The insert was revised as the baseplate component it was locked into was explanted. There is no indication or allegation that the insert contributed to the event . No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon revised a triathlon tritanium baseplate and cs insert into a cemented baseplate and cs insert. The patient was exhibiting pain and swelling since implantation approximately a year ago and was believed it may have been due to loosening of the baseplate. When the surgeon revised it, the baseplate was well fixed but decided to revise anyway. This was the left knee of a bilateral patient.